Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code related to the oxygen blender module board was found in the ventilator's downloaded error log. The device was not in patient use. The device was returned to the quality assurance laboratory for further investigation.

Manufacturer narrative:
The manufacturer previously reported an error related to the oxygen blender module board. The ventilator was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the oxygen blending module board failing was due to the x1 transducer's voltage being out of tolerance. The device has been scrapped per the customers request.